Event description:
It was reported that during a shoulder procedure using a speedstitch suturing device, the device failed to fire properly and the needle and suture cartridge became stuck in the handle. The surgeon opted to complete the procedure using a competitive device. There were no significant delays or patient complications reported as a result of this event.

Manufacturer narrative:
The returned speedstitch device was received with a suture cartridge (minus suture) and a needle attached. Visual inspection of the returned device shows tooling marks on the barrel windows and a kinked clamp tube. Tooling marks are also present on the attached needle and suture cartridge, indicating that some sort of tooling was used in the attempt to remove the suture cartridge and needle. Functional evaluation determined that the malfunction was directly related to the kinked clamp tube, as a kinked clamp tube will not allow the needle to move freely back and forth, trapping the needle. The physical evidence suggests that root cause for this malfunction is likely attributable to the device being used inappropriately or user not adhering to the warning and precautionary measures outlined in the attached IFU, resulting in damage to the device. IFU states note: do not twist, bend, or apply torsional forces to the needle loader. Only apply axial forces. Caution: visually verify that the distal tip of the needle is straight and sharp. If the needle does not extend and retract, remove and dispose of the needle from the device using the needle extractor and repeat the installation with a new needle. Note: use the feature provided on the needle extractor to squeeze tabs and remove the suture cartridge. Do not use hemostats, tweezers, or forceps. As with any surgical instrument, careful attention should be made to assure that excessive force is not placed on this instrument. Excessive force can result in failure.